Manufacturer narrative:
D5, 6;h3,4,6; g4: added additional info. Based upon the inquiry info received, the visual examination, and the functional testing, no conclusion could be reached as to what may have caused the reported incident. The instruments were returned in good physical condition. The instruments were cycled, fed, and formed the clips within design specification when tested. It was concluded that the instruments were conforming to design specifications. The experience the surgeon reported could not be repeated. Each instrument is evaluated during the assembly process to ensure the clips feed and form properly.

Event description:
The instruments were used during a laparoscopic cholecystectomy. The surgeon fired the er320s and the clips did not completely close. This was repeated with sporadic clip formation. Co's clip was used to complete the procedure. Both instruments were from ftrz2's. There was no consequence to the pt.